Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had experienced a pericardial effusion. After transseptal was accomplished and exchanging sheaths over stiff wire for the farawave catheter access, the physician adjusted the ice images and noticed a large effusion. It was suspected that either the merit guidewire or the amplatz super stiff wire had caused an adverse event. Ablation has yet to be started yet. Pericardiocentesis was performed to resolve the effusion, and the patient is expected to fully recover. The procedure was completed. The farawave catheter is not expected to return as it was disposed. It was further reported that the guidewire was a merit inqwire rosen j tip guidewire. The current patient status was stable. The patient was discharged from the hospital. There was no physical damage observed in the device prior to the procedure.